Manufacturer narrative:
(B)(4). Initial reporter name exceeded character limitations: (B)(6). Event site name exceeded character limitations: (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, the hst iii system (3.8mm) was loaded and unlocked prior to handing it to the physician. The heartsring deployed prior to inserting it into the patient. This was identified as user error. A different device was used successfully. There was a procedural delay. No patient harm was reported.